Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the implantable pulse generator (ipg) had an issue securing the lead with the set screw. There was no click heard while screwing the lead into the connector head. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.